Event description:
It was reported that the patient received a vibratory alert and presented in emergency room. Upon device interrogation, the right ventricular lead exhibited low impedances and noise. The lead was capped and replaced. The patient was stable post procedure.